Event description:
Patient reported the infusion device sometimes shuts down automatically without any alarm or error message or vibra alert. Patient stated there were no health concerns but sometimes experiences elevated blood glucose level; exact blood glucose level was not provided. Patient's normal blood glucose level was not provided. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Vibra was tested on the diagnostic test system and meets the specifications. History list: the pump did not switch off by itself. Always by a power down at run mode the pump alarmed with a e8. Consumables: n/a. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.